Event description:
We were doing a drain exchange and the radiologist placed a wire down the drain and the wire ended up getting stuck and started to fray. This resulted in the radiologist having to place a brand new drain and was at risk for losing the tract.